Manufacturer narrative:
The rse evaluated the device remotely. It was determined that the device had failed the defibrillation test due to a failure of the therapy capacitor. There were no spare parts available for repair as the device is at end of life, therefore, an obsolescence letter was sent to the customer.

Event description:
Philips received a complaint on the heartstart xl+ device indicating that the therapy delivery test failed. There was no patient involvement.